Event description:
The customer reported to philips response ctr (rc) that the device was powering up in configuration mode. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).